Manufacturer narrative:
Results: the complaint was not confirmed. As received, the lead showed missing tip electrode of the ipg's end. Further analysis showed it was lodged inside the ipg lower connector block, it was consistent with lead pulled forcibly prior to releasing the setscrew. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #1627487-2013-18147. It was reported the pt had her pns system (off-label use) explanted on (B)(6) 2013. Pt was initially experiencing pain relief but was having nausea from her medication. Later on, it was stated the pt was experiencing numbness in her head and was not having pain relief. Pt was offered the reprogramming option, but was denied.